Manufacturer narrative:
One rod implanted on (B)(6) 2016 broke, prior to (B)(6) 2016, after a significant fall with in impact to the patients's back, with significant bending, almost like a somersault. Revision performed (B)(6) 2016. (B)(6). Exemption e2017030.

Event description:
One rod implanted on (B)(6) 2016 broke, prior to (B)(6) 2016, after a significant fall with in impact to the patients's back, with significant bending, almost like a somersault. Revision performed (B)(6) 2016.